Event description:
It was reported by the affiliate during a colon procedure, that the device would not cut and partially stapled. Another like device was used. There was no adverse pt consequence. Device was discarded.

Manufacturer narrative:
D4=na